Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected audio/vibrate anomalies noted. No unexpected low battery alarm anomalies noted. Insulin pump received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarms not as loud and the insulin pump had scratches also rejecting the new battery. The customer¿s blood glucose level was unknown. The device will not be returned for the analysis.